Event description:
Your inhaler does not work/ it's not even ten puffs, your inhaler stops working. "[Product delivery mechanism issue]" .lifelong user of albuterol inhalers and other inhalers for asthma, and your inhaler does not work "[product substitution issue]"(B)(6).no adverse event "[no adverse event]".case narrative: this initial spontaneous report concerns of events product delivery mechanism issue, product substitution issue, and no adverse event in a male patient (age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the patient via a voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation.on an unknown date in 2026, the patient was being treated with albuterol sulfate (strength, dose, frequency and therapy dates were not reported) via inhalation route for an asthma. Concurrent condition included asthma. Historical drug included albuterol sulfate for asthma. Co-suspect drug, concomitant medication, medical history, allergy, history of procedures /surgeries, history of smoking, alcohol consumption and recreational drug use were not reported. Laboratory tests were not reported.the patient reported being a lifelong user of albuterol inhalers and other inhalers for asthma. On an unknown date in 2026, the patient noticed that amneal¿s inhaler did not work and believed it needed to be removed from the shelf immediately and replaced with inhalers from other companies that worked. The patient reported purchasing the inhaler 10 days prior to the complaint and stated that this was not the first time using it. The patient further reported having used amneal¿s inhaler for approximately three months and stated that the inhalers stopped working halfway through use. The patient described this as the worst experience ever and stated that the current inhaler was not working after approximately 10 puffs.last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue, product substitution issue, and no adverse event was not applicable. De-challenge and re-challenge were not applicable.the outcome of events product delivery mechanism issue, product substitution issue, and no adverse event was unknown.the reporter did not provide the causality of events product delivery mechanism issue, product substitution issue, and no adverse event with albuterol sulfate inhalation.review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction.this case is considered as serious.the reportability of this case is expedited (malfunction report).

Manufacturer narrative:
This is default text configured for block h10